Event description:
As reported by the user facility information by bbm sales organization in the netherlands: "easypumps deflate 6 hours faster" according to the complainant the pump deflated six hours faster than expected. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR):- reviewed the DHR for batch 23e24ged41, there is no abnormality and no such defect detected at in process and at final control inspection. Root cause analysis: final control flow rate report of affected batch 23e24ged41 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between 3.70% and 9.18%. Sample/s evaluation: received 2 used easypump ii lt 270-27-s-EU/sa. Both samples were labelled as sample 1 and sample 2 as per bbm labelled. Sample 1 was filled and sample 2 was emptied. As received condition, the clamp clips of both samples were closed and patient connectors were not connected to the wing cap. Refer figure 1. Visual inspection had done throughout both samples. White crystallized were observed at both samples. Both samples were sent decontaminated. The white crystallize in sample 2 was flushed out, however white crystallize in sample 1 was not able to flush out completely. Both samples were sent for flow rate test (etr no.: 20240205_1174). The flow rate of sample 1 was not within the specification ±15% deviation from nominal flow rate and flow rate of sample 2 was within the specification ±15% deviation from nominal flow rate. Slow flow rate was observed on sample 1. Since white crystallize was observed at sample 1 and unable to decontaminate completely, slow flow rate of sample 1 was contributed by white crystallize and caused slow flow rate of the samples. The crystallization/precipitation of drug will affect the flow rate of the sample. The crystallization/precipitation will cause the partial blockage or blockage on the path of the solution. Hence, the flow of the solution will become slower. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself. Some functions of the pump (filter, microbore, glass tube) may be affected when forming high amount of crystallize particle from drug. However, there are some possibilities that to cause the fast flow rate to occur during application. Summary of root cause analysis: fast flow rates were not able to confirmed on both samples due to drug crystallization. As such, this complaint is not confirmed. Slow flow rate of sample 1 was contributed by drug crystallized and caused slow flow rate of the samples. Cause : cause could not be determine fast flow rates were not observed on both samples after both sample were sent for flow rate test. Corrections/containment plans with effective date: not applicable corrective actions with effective date: not applicable. Justification: not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.